Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). After pre-dilation was performed, a 3.00x12mm synergy¿ drug-eluting stent was advanced but it got caught in the proximal bend of the rca. The device would not track past the proximal bend of the lesion. The physician attempted to remove the device but difficulties were encountered as it became stuck on some calcium. When device was pulled out with "significant" force, the stent dislodged from the stent delivery system (sds). The physician decided to advance a non compliant balloon catheter to crush the stent against the proximal bend in rca. A new 3.0x12mm synergy stent was advanced to trap the crushed stent against the vessel wall. Two additional synergy stents were then implanted in mid rca to treat the lesion. The procedure was then completed successfully. No patient complications were reported and patient's status was stable.